Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8784 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2023; explant date: on (B)(6) 2026; ubd: 2025-03-17; UDI: (B)(4); brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2016; explant date: on (B)(6) 2026; ubd: 2018-03-25; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at .0mg/day) and fentanyl (5mg/ml at 0.3mg/day) via an implantable pump for unknown indications for use. It was reported that at the patient's last pump refill on (B)(6) 2026, the expected reservoir volume was approximately 4ml, and the actual volume was approximately 18 ml (provider could not recall exact volumes). Patient also reported their pain was not well controlled, stating they had a decrease in pain relief, in recent months. Patient then had catheter revision surgery done on (B)(6) 2025. The healthcare provider (hcp) attempted a dye study, but the attempt to aspirate at the cap was unsuccessful. Catheter was fully removed and replaced with new catheter. The hcp was able to aspirate at the cap after catheter replaced. There were no factors that may have led to this issue noted. Issue is now resolved.